Event description:
It was reported that when the patient presented in clinic after feeling a vibratory patient notifier, the device was found in backup vvi mode. The patient presented to the emergency room after receiving multiple high voltage therapies. No other symptoms were reported. It is undetermined if the shocks were appropriate or not. Device download was performed to resolve the bvvi issue. There is no further information available at this time.

Event description:
New information received shows that the device was explanted. There is no further information available at this time.